Event description:
It was reported that the lens was implanted on (B)(6) 2011 and explanted on (B)(6), 2011 for intolerable glare.

Manufacturer narrative:
The lens was received and forwarded to the manufacturing site for evaluation. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was received at our manufacturing facility and visually inspected. The inspection of the optic parts revealed no optical deviations. A review of the manufacturing for the lens showed no deviations. Halos and glare are a known and labeled side effect of all multifocal lens implants. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted. Placeholder.